Event description:
The device was used during a lobectomy. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and manually sutured to complete the procedure. The hospital has reported no pt injury occurred.